Event description:
Caller reported experiencing alarm 2 followed by alarm 26 related to an occlusion issue, but there was no adverse impact to customer's blood glucose level. Despite multiple attempts to resolve the alarms by disconnecting and tightening various components, delivering a bolus, and inspecting the cartridge for visible damage, the alarms recurred. Technical support assisted the caller in filling and loading a new cartridge and decided to replace the pump under warranty. Meanwhile, customer used an insulin pen as a backup.